Manufacturer narrative:
Medical records review: the patient with pulmonary embolism had a vena cava filter successfully deployed without incident. Approximately nine months post filter placement, an attempt to retrieve the embedded filter was unsuccessful. There were no complications. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine months post filter deployment, an attempt to retrieve the filter was unsuccessful. At that time the filter remained implanted in the patient. Therefore, based on the provided medical records, the investigation is confirmed for the alleged retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.